Event description:
A healthcare facility in another country, reported to our distributor that an rt235 infant breathing circuit did not pass the ventilator leak test when connected to an avea ventilator during set-up. No patient consequence was reported.

Manufacturer narrative:
The rt235 infant breathing circuit is current en route to the manufacturer for investigation. No results and conclusions are therefore available at present. A follow-up report will be prepared and forwarded as soon as the device has been returned and investigation results become available.